Event description:
It was reported the patient experienced pain at the ipg site following being hit with a shopping cart at the ipg site. Surgical intervention was undertaken during which the ipg was replaced resolving the issue.